Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was previously in the emergency room twice for elevated blood glucose (bg) levels, since starting the pump. Tandem technical support attempted to collect additional information, but the customer only wanted to resolve current issues. No additional information could be gathered, because the customer was distraught and ended the call abruptly.